Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6) intermittently displayed fault codes 08 (motor controller malfunction) and 41 (patient temperature sensor failure)" was confirmed in the platform's archive data. Fault 08 was not replicated during functional testing at zoll service depot. But fault code 41 was reproduced and confirmed during functional testing. The root cause of fault 41 was temperature sensor failure, likely due to the age of the device. The autopulse platform was manufactured in september 2014 and is almost nine years old, well beyond its expected service life of 5 years. Visual inspection of the autopulse platform revealed several issues, unrelated to the reported complaint. The front enclosure was cracked at the front-end area. Also, the bottom enclosure had multiple cracks in the screw well area. The observed physical damages appeared as characteristic of harsh impacts due to user mishandling. No documented report showed that regular preventative maintenance (pm) had been performed on this autopulse platform since the customer acquired it in 2014. The damaged enclosures were replaced to address the issues. Further inspection revealed that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The root cause was the sticky driveshaft clutch area, usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. During open case inspection, the front and bottom enclosures were removed, and fluid ingress was found inside the autopulse platform. Possibly, during the customer's cleaning of the platform with soap and water, fluid ingress occurred. The liquid had formed corrosion on the top cover of the metalized inner surface. Replacement of the top cover and complete reassembly of the platform was needed to address the issue. The archive data review showed multiple fault codes 41 (patient temperature sensor failure) and 08 (motor controller fault detected) on/around the reported event date, confirming the reported complaint. Based on the archive data, the autopulse platform was powered on seven times, and each time, patient temperature sensor failure occurred with the sensors reading 127 °c. The fault code 08 was not replicated during testing. Fault code 08 indicates that the platform has detected a possible malfunction with the motor controller board or the drivetrain motor. The recommended action for this type of fault is to cycle power the autopulse platform. If the fault returns, contact zoll tech support. The autopulse platform passed the initial functional test and powered up without any fault or error. However, during further testing, the autopulse platform stopped compressions repeatedly and displayed fault code 41, confirming the reported complaint. The technical investigation concluded that the root cause of fault code 41 was temperature sensor failure, which was replaced to remedy the problem. Subsequently, the autopulse platform was subjected to a run-in test using the large resuscitation test fixture (lrtf) with known-good batteries until discharged, and the platform passed the test without any fault or error. The root cause of fault 08 was not conclusively determined. However, it is possible that the liquid ingress to the platform, noted during open case inspection, could have caused an intermittent electrical connection that resulted in the reported fault code 08. Following service, a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
After a successful patient call, the customer used soap, water, and disinfectant wipes to decontaminate the autopulse platform (B)(6). During device check after the cleaning, the autopulse platform intermittently displayed fault codes 08 (motor controller malfunction) and 41 (patient temperature sensor failure). To troubleshoot the problem, the customer powered off/on the platform and reset the lifeband. But the issue persisted. No patient involvement.